Event description:
It was reported that this right ventricular (rv) lead was broken by the clavicle. Additional information received indicates that the rv exhibited noise. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was broken by the clavicle. Currently, this rv lead remains in service and no adverse patient experiences were reported.